Manufacturer narrative:
Product evaluation: one fast-fix 360 reversed curve ndl deliv device was returned for evaluation of the reported complaint mode, ¿doesn't work¿. No sutures or implants were returned with the device. The device was able to be actuated with no problems. The root cause of the reported complaint could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
During a procedure, it was reported that the surgeon misfired the t2 implant. T1 was safely removed with no harm to the patient.